Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient has no motion, the talar implant is too big and the tibial implant is too small. The patient received this implant 15 years ago.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that there is autofusion of the upper ankle joint between tibia and the talus visible. There is no clear loosening or migration visible. It is also not clear whether there is any wear of the poly. In my opinion, the physicians remark, that the talar implant is too big, while the tibial component is too small and cannot be left as it is. The implant stayed in the patient for 15 years which is a pretty good result for a tar. There is also no sign of loosening or migration if the choice of the size would have been completely wrong, there would have been problems before that time. Because of the bony union, which has been there for a while, I would doubt that the patient will benefit from a revision- in my opinion, an ankle arthrodesis should be considered because the soft tissue (tendon, muscles) will have problems to function after years of immobilization. Furthermore, failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient has no motion, the talar implant is too big and the tibial implant is too small. The patient received this implant 15 years ago.